Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt there was an issue with deployment of the lead helix and the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.